Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of a white cloudy substance in the tank. Patient also alleged the device also has a burning smell/odor. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of a white cloudy substance in the tank. Patient also alleged the device also has a burning smell/odor. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During inspection, observed what appeared to be foam breakdown on blower seal. An unknown contamination inside of the iso port, and on the front panel. Product investigation laboratory also observed an unknown dust contamination on the blower, inlet of the blower box. The appearance of gloss-like film was observed on both sides of the blower. A piece of plastic like particle was found on blower box. Evidence of sound abatement foam degradation/breakdown observed. Product investigation laboratory cannot confirm the complaint of white cloudy substance, strange odor. Risk tags associated with this mode of failure include: degrad04, irrit01, irrit02, irrit05, infect01. The results of this investigation do not impact the calculated risks. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device, and also observed evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.